Event description:
The MFR's rep reported that the pt expired in 2006: suspected cause of death "aspiration/cardiac arrest". The reporter indicated that the pt was in respite care at time of the event and was functioning within normal limitations prior to incident, though severely disabled. The pt was receiving baclofen 1000 mcg/ml at an unk dose. No device troubleshooting was performed as the pump was apparently functioning normally. The final details regarding dosage and any printouts will be released only at the discretion of the legal dept for the hosp. The pump was explanted at the funeral home prior to cremation. The current disposition of the pump is yet to be determined.